Manufacturer narrative:
Investigation summary: one photo received by our quality team for investigation. Through visual inspection, 3ml syringe outside its primary packaging (blister), so the reported code and lot number cannot be confirmed. The syringe has liquid inside and the cannula is not assembled to the hub. No other defects or issues observed. Physical samples are required to further analyze the aspirate draw incident. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause for needle pulled out of hub is associated with insufficient application of epoxy. Based on the quality team's investigation, we are not able to identify a root cause for aspirate draw difficulty related to our manufacturing process at this time.

Event description:
Additional information received. I am contacting you by this means to make a report on a 3 ml plastic syringe with a 22g x 25mm (0.70mm)(1") needle from the bd plastipak line. By way of context, I share that I am communicating with a veterinary hospital, already established in the city for more than 15 years, and a client of several years. The situation that occurred today was as follows: during a blood sample in the jugular vein (in the neck) of a canine patient, it was required to use, as is protocol, a 3 ml plastic syringe with a 22g x 25mm (0.70mm)(1") needle (ref 302540) with lot 2221167 and expiration 07/2027. The only manipulation that was carried out on the needle was to confirm that it was properly screwed to the syringe, and in a matter of the latter it was only verified that the plunger worked properly (because I take advantage of commenting that we have had at least 4 failures with this one). When the patient was punctured, everything was fine, but when the plunger was pulled to collect the sample, the blood came out slowly and with the usual resistance, but for now the "vacuum" and resistance was lost as well. Being at this moment in which the needle detached from its screw-on area and remained inside the patient's jugular vein, thus generating an emergency situation where the needle was carefully withdrawn and gradually began to be inserted. It is the first time that a situation like this has happened to us, being above all loyal customers of this brand and this product. And that fortunately did not go further, but it does leave us very dissatisfied with respect to it and that is why I am making this report. Regarding the needle that fell out of the bushing: 1. Is the sample related to the incident available for analysis? A: no. 2. Was there any damage to the hub where the needle fits? A: more than anything, a "clean" separation of the needle from the hub was observed, and in fact, that small white substance that is right at the needle-hub junction was not appreciated. 3. Was there any harm to the patient? A: fortunately it was only a slight hemorrhage (with its consequent bruising) and pain, more than anything during the manipulation to remove the embedded needle. 4. How was the needle removed? A: it was removed with tweezers. 5. Was it necessary to carry out a veterinary intervention that required the administration of medications, surgical intervention or imaging tests? Detail a: it was not necessary, since the needle was completely removed (and in 1 piece). Follow-up was only recommended for the evolution of the hematoma. 6. How was the procedure completed? Detail a: another identical syringe was used, but venipuncture was performed in the jugular vein on the other side. Regarding the piston failure: 1. Is the sample related to the incident available for analysis? Yes, the syringes are available. 2. Could you detail the specific failure that occurs in the piston? For example broken, poorly adjusted, does not provide vacuum, etc... A: it is not broken but it was disembedded from the plunger, that is, when pulling it, they separated. 3. Is the piston belt that occurred on the same day as the needle leak belt, are they from the same lot and reference? A: no, with reference to the piston failure there are 2 syringes with 2 different lots (lot: 2098925 cad: 03/2027 and lot: 2136079 cad: 03/2027). And with reference to the escape strip of the needle (which I understand is with reference to the other syringe) its data is lot: 2221167 and cad: 07/2027.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 of the bd plastipak¿ syringes had plunger failure. Report 2 of 2. The following was received by the initial reporter: the situation that occurred today was as follows: during a blood sample in the jugular vein (in the neck) of a canine patient, it was required to use, as is protocol, a 3 ml plastic syringe with a 22g x 25mm (0.70mm)(1") needle (ref 302540) with lot 2221167 and expiration 07/2027. The only manipulation that was carried out on the needle was to confirm that it was properly screwed to the syringe, and in a matter of the latter it was only verified that the plunger worked properly (because I take advantage of commenting that we have had at least 4 failures with this one). When the patient was punctured, everything was fine, but when the plunger was pulled to collect the sample, the blood came out slowly and with the usual resistance, but for now the "vacuum" and resistance was lost as well. Being at this moment in which the needle detached from its screw-on area and remained inside the patient's jugular vein, thus generating an emergency situation where the needle was carefully withdrawn and gradually began to be inserted. To finish, I will attach 1 photo after the incident occurred today, and I will attach about 3 more where we have had failures with the plunger and 1 failure with the presence of liquid in the syringe without even having opened it (even the needle came separated inside the package).